Event description:
Red light on esu machine flashing to indicate a problem with the grounding pad. Confirmed pad was placed on patient correctly. Removed grounding pad and replaced with another. Reset esu machine. Red light still flashing; unplugged second grounding pad from the first esu machine and plugged it into the second esu machine. Red light on second esu machine now flashing. Removed grounding pad from the patient and replaced with a gel argon beamer grounding pad. The red indicator light on the esu machine turned off and the green indicator light turned on. Physician able to use esu for case. No patient harm.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.